Manufacturer narrative:
B5: the patient was also on a second medication (daptomycin) which infused properly. H4: the lot was manufactured between november 13, 2023 and november 15, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed residual fluid inside the bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. The expected therapy time was 23 hours; however, an unspecified volume remained in the device post completion. Furthermore, the patient reported they had not ¿kept the folfusor at the correct height¿. The patient was educated on device placement and height of the folfusor. The device was filled with 18g piperacillin/tazobactam diluted in 230ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.